Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization black particles in the tubing/chamber. A remstar pro c-flex+ device was returned to a third-party service center for evaluation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been evaluated. If any additional information is received, a follow-up report will be submitted.